Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. The pump could not undergo the occlusion test due to motor error alarms. A motor position encoder error alarm was also confirmed in the pump's history file. The following physical damage was also noted: a cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked casing near the display window corners, and a loose/shifted end cap sticker noted.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the manual prime process. The patient's blood glucose at the time of incident was 239 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the customer also mentioned that he received a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.